Event description:
The customer reported that the monitor failed to alarm audibly for low desat.

Manufacturer narrative:
The customer reported that the monitor failed to alarm audibly for low desat. The initial info from the customer clearly identifies that the patient condition did not satisfy the configured alarm threshold, therefore no alarms should have sounded. When this user-configured alarm limit was changed , the device alarmed. There was no malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).